Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc pt. It was reported that the pt was implanted with one charite at l3/4. Info reports that pt continues to have pain post implant.

Manufacturer narrative:
The device is not available for eval and the catalog and lot numbers are unk. Info is limited at this time and no conclusions can be made. Device is approved for insertion at l4-s1. Implantation of the device at l3/l4 goes against the recommendations made in the surgical technique as well as the info supplied at the time of surgeon training.